Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be [detected/prevented] by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to finding of foreign object in nozzle. The evaluation found due to clogging of nozzle water supply volume, air supply volume and water removal ability did not meet the standard value. In addition, the device evaluation found following findings: bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob (u/d knob) was out of the standard value due to wear of an angle wire; adhesive on bending section cover had a crack and a chip; objective lens, universal cord and control unit had discoloration and a noise image occurred due to damage on scope-connector. Scratches were found on plastic distal end-cover, protector of universal cord on scope-connector side, protector of universal cord on control section side, scope-connector cover unit, suction-connector, universal cord, image guide protector, flexibility adjustment ring, grip, scope-cover, switch box, forceps elevator, forceps elevator knob, u/d knob, right/left angulation control knob, control unit and on the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had nozzle clogging. There were no reports of patient harm associated with the event.